Manufacturer narrative:
The lot number was provided for this malfunction; therefore, a lot history review is currently being performed. The device was returned for evaluation; however, the company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1716000 implantable port allegedly experienced suction issues, fluid leak, and failure to infuse. This information was received from one source. This event involved a patient with no consequences. The patient is a (B)(6) male weighing (B)(6).

Manufacturer narrative:
H10: the lot number was provided for this malfunction; therefore, a lot history review was performed.the device was returned for evaluation. Therefore, the investigation is confirmed for the encountered pinholes and leaking observed during evaluation. The definitive root case is unknown.the device is labeled for single use. H10: g4 h11: g1,h6(result & conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1716000 implantable port allegedly experienced suction issues, fluid leak, and failure to infuse. This information was received from one source. This event involved a patient with no consequences. The patient is a 68 year old male weighing 154 lbs.